Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in pace impedance measurements from 600 ohms to greater than 1,000 ohms. In addition, a gradual increase in pacing thresholds from 1.6v to 3.1v was observed. Subsequently, this rv lead was surgically abandoned and replaced during a normal device changeout procedure for normal battery depletion (nbd). No additional adverse patient effects were reported.